Event description:
A malfunction was reported when alarm 2 and alarm 26 triggered occlusion alerts during insulin delivery. There was no adverse impact on the customer¿s blood glucose level as it remained within the normal range, never exceeding 500 mg/dl. To address the issue, the customer was instructed to perform a series of corrective actions including disconnecting and reconnecting the tubing, delivering bolus doses, and replacing supplies.